Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (batch no. E24130). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("pain in hips"), dizziness ("dizzy spells") and fatigue ("major fatigue"). The patient was treated with surgery (the essure implants removal has been scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, arthralgia, dizziness and fatigue outcome was unknown. The reporter provided no causality assessment for pelvic pain, arthralgia, dizziness and fatigue with essure. The reporter commented: steps underway for further examinations. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 2449 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: lot number e24130 (production date 22-aug-2015, expiration date 28-aug-2018). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. The essure implants removal has been scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case no information was provided regarding consumer's medical history and concurrent conditions. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident because device removal will be required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.